Manufacturer narrative:
Additional manufacturer narrative: root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the aquablation procedure "e22 motorpack error" messages were generated by the aquabeam robotic system. Multiple troubleshooting steps were performed to resolve the issue without success. As a result, the aquabeam handpiece was replaced and the aquablation procedure was then continued through successful completion. The reported event caused a procedural delay of over 20 minutes. There were no adverse health consequences to the patient due to the reported event.

Manufacturer narrative:
The aquabeam handpiece was returned for investigation. The handpiece was tested with the qa test system. The handpiece completed three docking cycles without the occurrence of e22 or coiling on the high-pressure hose. The handpiece could not be removed without pressing on the handpiece release button indicating that the handpiece had a good mechanical fit between the qa motorpack and handpiece. After successfully docking and confirming the good mechanical fit, the handpiece performed the alignment phase and the registration phase with the full 225-degree sweep and the narrow 30-degree sweep without the occurrence of e22 and the coiling of the high-pressure hose. After performing the pre-aquablation steps, the handpiece underwent three (3) aquablation cycles, the 1st cycle with a 30-degree sweep - no e22 observed or coiling of the high-pressure hose. 2nd and 3rd aquablation cycles with 225-degree sweep, no e22 or coiling observed with the handpiece. The handpiece functioned as expected. Additional analysis observed plastic shavings on the jet-probe axial gear (damaged gear). Traces of salt deposits were observed on the encoder wheel which is evidence of fluid ingress. However, the internal electrical system remains dry and no signs of leaks were observed post functional testing of the handpiece. Thus, how the e22 errors and precisely how the fluid entered the device remains undeterminable. A review of the device history record (DHR) for ab2000/serial number (B)(6) and associated aquabeam handpiece / lot number 22c00056 was conducted, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. A review of similar complaints for a 12-month period confirmed no other similar events have been reported to procept. The aquabeam robotic system user manual, um0101-00, states the following: table 5: system detected errors and faults: e22 - motorpack error. Release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. The reported "e22 - motorpack error" was unable to be confirmed during the in-house investigation. The system's log files were not reviewed as they were not made available to procept. The root cause of the reported event was unable to be established. Complaint data is monitored and trended as part of procept's quality management system; shall a trend arise for this failure mode, then further actions will be considered. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.